Event description:
The customer reported issues with controls on the coulter ac.t 5diff cap pierce (cp) hematology analyzer. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument, and found a contained fluid leak of approximately one droplet around the probe wash block. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The fse was wearing gloves when the leak was discovered.

Manufacturer narrative:
The fse replaced the probe wash block and verified the controls to meet instrument specifications. (B)(4).